Manufacturer narrative:
(B)(6). H6 medical device problem code - 3191 - patient was unable to identify device issue, therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On 01/04/2023, the spouse reported that patient passed out; however, there was no confirmation of allegation of malfunction. According to the report, the spouse refused to provide details and may call back when she wanted to report what happen. Due diligence to contact the patient by technical support and medical safety for more information was unsuccessful. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction occurred. Date of event is an approximation. The spouse reported that the patient passed out; however, there was no confirmation of allegation of malfunction. According to the report, the spouse was calling in to report that there were no readings showing up on her follow app. The spouse was trying to resolve it to get her on the account again; however, it only showed a notification as removed by the user. The spouse mentioned that they are using the device and often utilize the alerts feature to notify them about the sugar levels of the patient. The patient passed out on 01/03/2024 because of low blood sugar and the follower was not alerted due to the follower app not showing anything. It was not specified by the reporter nor clarified by technical support whether the primary app functioned as expected during the episode. The reporter declined to provide further details about the episode. An attempt by clinical customer advocacy and technical support on 01/25/2024 to contact the patient/reporter for more details about the episode was not successful. At the time of the report on 01/04/2024, the patient was fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.